Event description:
As reported, during an unknown procedure on (B)(6) 2021, the patient underwent implant of a bard/davol ventralight st w/ echo positioning system. It was reported that the patient developed a possible bowel obstruction post implant of the mesh. On (B)(6) 2021, the patient underwent subsequent surgical intervention to remove the implanted mesh; it was found that there were small bowel adhesions to the bard/davol ventralight st mesh. It was reported that the patient went home two days after the mesh was explanted and is doing well.

Manufacturer narrative:
As reported, post implant of the bard/davol ventralight st w/ echo ps the patient experienced a possible bowel obstruction, small bowel adhesions and underwent subsequent surgical intervention for removal of the mesh. It is reported that the subject device is being returned for evaluation; however, at this time has not been received. Based on the available information and not having a sample to evaluate, no conclusion can be made. Adhesion is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions for use (IFU) as a possible complication. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in february, 2020. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the results of sample evaluation and additional information received. The explanted ventralight st mesh was returned for evaluation. Visual examination of the mesh shows visible contamination and tissue indicative of implant/explant. Visual examination indicates correct orientation of the implant to the anatomy at the time of surgery. Gross examination identifies no anomalies with the implant. Approximately forty-five (45) optifix fasteners were attached to the implant; fixation does not cover 360° of the outer perimeter edge. Heads of the fasteners are located on the st coated side with fasteners extruding from the mesh side of the implant, as would be anticipated. The st coating is visible which would be anticipated due to the limited dwell time in vivo. Examination did not allow for identification of alleged adhesions to the device as was reported. Based on the sample evaluation and investigation performed, no conclusions can be made. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Manufacturer narrative:
As reported, post implant of the bard/davol ventralight st w/ echo ps the patient experienced a possible bowel obstruction, small bowel adhesions and underwent subsequent surgical intervention for removal of the mesh. It is reported that the subject device is being returned for evaluation; however, at this time has not been received. Based on the available information and not having a sample to evaluate, no conclusion can be made. Adhesion is a known inherent risk of hernia repair surgery and is listed in the adverse reactions section of the instructions for use (IFU) as a possible complication. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in february, 2020. If/when the sample is received and evaluated, a supplemental MDR will be submitted.

Event description:
As reported, during an unknown procedure on (B)(6) 2021, the patient underwent implant of a bard/davol ventralight st w/ echo positioning system. It was reported that the patient developed a possible bowel obstruction post implant of the mesh. On (B)(6) 2021, the patient underwent subsequent surgical intervention to remove the implanted mesh; it was found that there were small bowel adhesions to the bard/davol ventralight st mesh. It was reported that the patient went home two days after the mesh was explanted and is doing well.